Event description:
The steam integrators used by the sterile processing department to verify steam sterilization were defective. The main or discovered the problem. The integrators had changed color when subjected to the steam. The first ones we found looked like they had been through multiple load runs ie; giving the appearance of having been overly wet or through a washer cycle with the color change runny. I do not know if they ran tests with other integrators. I believe they replaced all of our bad lot with replacements the rep. Brought in that day.